Manufacturer narrative:
(B)(4). Concomitant medical products:¿ vg rocc tib tray cocr ha/pc 79; item p10vh006, lot 0001249199, vg rocc tib brg uhmwpe 67.5x10 .5x10mm; item p11v0610, lot 0000938659. Foreign france. Multiple MDR reports were filed for this event, please see associated reports: 3006946279 - 2023 - 00045. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent a revision surgery due to pain, stiffness and allergic reaction to metal approximately two years post initial total left knee replacement. During the revision noted osteointegration defect and adhesions. The patella was repositioned above the native location with unknown screws. All components were exchanged with unknown titanium components without difficulty. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. The instruction for use has been reviewed and indicate the composition of the implant (titan, chrome colbalt and hydroxyapatite and inox). Section six contraindications: allergy to any of the components of the implant devices used for treatment. Medical records were provided and reviewed by a health care professional. Contributing factors to the event are metal allergy and multiple knee surgeries. The implant has been replaced by other company components. The root cause of the reported issue is attributed to metal allergy (nickel and chrome). If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.